Event description:
The customer stated that she experienced a low blood glucose reading of 19 mg/dl at 2:30am, and her husband called the paramedics. Troubleshooting was performed, and found that the customer had programmed the basal rate incorrectly. Instead of 0.65 u/h, she programmed 1.55 u/h. The reservoir volume was correct. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.